Event description:
Healthcare professional confirmed capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion and deformation. Weight measurement identified the device weight was to the specification. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., d.6b, d.9., h.3., h.6.

Event description:
Healthcare professional later reported capsular contracture, baker grade ii.

Event description:
Patient reported right side capsular contractures baker grade IV, implant is very hard to the touch, very painful and rashes all over chest. Patient also reported cancer in the past, developed all sorts of breast illnesses, sharp pains down the arms and rashes all over the chest, which the doctor thought could be an autoimmune disorder or lupus"; these are not device related. Healthcare professional did not observe right side capsular contracture, but did confirm the other reported events. Additionally, patient reported infection. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side capsular contractures baker grade IV, implant is very hard to the touch, and very painful. Patient had cancer in the past, and has developed all sorts of breast illnesses, and side effects also mentioned sharp pains down the arms, rashes all over the chest which the doctor think could be an autoimmune disorder or lupus. The device remains implanted.